Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es mr balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2 mm x 40 mm x 145 cm coyote es mr balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.